Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic check. It was noted that right ventricular (rv) lead exhibited varying high voltage lead impedance due to fluid retention. No intervention was performed. Patient condition was stable.